Manufacturer narrative:
The reported 18mm, 3.5 mini acutrak 3® bone screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the 18mm, 3.5 mini acutrak 3® bone screw (part number 3052-35018) batch/lot number is unknown. Based on the information received, the root cause could not be determined.

Event description:
(Report 4 of 4). It was reported during a hardware removal surgery that the surgeon was attempting to remove a acutrak 2 screw with mini acutrak driver tips. The surgeon broke three driver tips (2 regular cannualted tips and 1 stick firt tip) at the tip of the driver. The screw was removed with an easy-out. The surgery was completed after a 1-hour delay, resulting in the patients increased time under anesthesia. No other adverse patient consequences were reported. There are 4 related report numbers for this event 3025141-2024-00694 - 3025141-2024-00697.